Event description:
Procedure type: colorectal. According to the reporter: report of dehiscence in pt - consultant, (B)(6). His pt had a few comorbidities which included a chest problem resulting in a cough but suffered the same type of dehiscence. Once again, spr dealt with aftermath and did not see the actual breakdown. Cannot be sure on number of days before breakdown but within 2 weeks. Pt had to be re-closed. (Lot number involved could be b2g0470x, b2e0832x, b2g0471x, b2d0534x, b2g0195x.)

Manufacturer narrative:
(B)(4).